Event description:
During a tavr procedure with a 29 mm sapien 3 valve via left carotid, after crossing the valve with the wire, the patient became significantly hypotensive with bradycardia. A balloon aortic valvuloplasty (bav) was performed with an edwards 25 mm x 4 cm balloon catheter and the valve was placed. The patient underwent CPR for approximately a minute to circulate the medicine given by anesthesia. The patient stabilized and was sent to recovery. Approximately two days post procedure symptomatic bradycardia was noted, and a consult was requested for possible permanent pacemaker implant. The patient began to complain of abdominal pain. The patient subsequently died approximately 12 days post implantation. It was suspected the patient died because of a bowel infarction. Medical records provided noted on post operative day 5, the patient had nonspecific abdominal pain and general surgery was consulted. The patient developed bowel ischemia. The patient was found to have a superior mesenteric artery thrombus. A consultation note indicated systematic bradycardia with ongoing issues that included aspiration pneumonia and heart failure with hemodynamic instability. The patient has a failure to thrive, and the bradycardia does play a contributing role. "A pacemaker would be helpful if the heart failure and aspiration pneumonia is resolved".

Manufacturer narrative:
Please note that the h6 impact code was chosen due to a plan for a permanent pacemaker however, the patient expired before the pacemaker could be implanted. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias, and conduction system defects, (bradycardia, lbbb, rbbb) which may or may not require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the thv procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. Per the instructions for use (IFU), bradycardia is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the conduction disorder is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. H3 other text : valve remains implanted.